Manufacturer narrative:
The associated device for complaint c-0223190 was returned and evaluated. A visual inspection of the returned device confirmed the stated failure mode. The device was fractured on both condyles next to the threaded inserts. The device was manufactured in 2017 and exhibits signs of moderate wear/usage. The device on complaint c-0223204 was not returned for evaluation. A review of complaint history for both devices did not reveal additional complaints for the listed batch. A review of the manufacturing records for both devices did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaints will be reopened. No further investigation is warranted for these complaints; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that during surgery the plastic trial broke when impacted. No delay, injury or back up reported.

Event description:
It was reported that during surgery the plastic trial broke when impacted. No delay, injury or back up reported.